Event description:
It was reported to boston scientific corporation that a resolution clip clipping device was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the physician attempted to use a resolution legacy clip and it would not deploy correctly. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.